Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Case data shows alarm 113. Mixing pump was serviced during the pm process. Circulation pump primed to fill. Pm performed. Circulation pump was serviced during the pm process. Replaced heater, manifold o-rings, drain valves, tank tubing and the coin cell. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse think they resolved the issue. They were getting 113 alert reduced water temp control in an arctic sun device. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c, flow rate (fr) was 1.3lpm. Guided to diagnostics: system hours 3325, pump hours 3221, chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 18%, water level 4. They claim they have had no low flow issues that they were aware of. Explained that it was possible the low flow caused this alert, and they corrected the issue troubleshooting. There were no additional alarms during the course of their conversation. They will watch the device and if there were any additional alarms they will contact again. No further calls from this account. Per review of wo (B)(4) notes on 17dec2025, they reported alarm 113 occurred during the case. An evaluation of the device indicates a failed mixing pump. Per sample evaluation results on 26jan2026, circulation pump primed to fill.